Event description:
It was reported that the power module showed a red battery alarm and yellow wrench alarm. The power module would be sent for repair.

Manufacturer narrative:
Section a/g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery + yellow wrench alarm was confirmed via the power module¿s functional analysis. The returned power module (serial number (B)(6)) was observed to have an internal backup battery that had been expired since 05may2023. The unit was functionally tested, and a red battery + yellow wrench alarm occurred due to the internal battery being expired. The battery was replaced which resolved the alarm. The serviced and repaired power module was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was determined to have been the use of an expired internal backup battery. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) instructs users to appropriately dispose of all expired equipment according to applicable local, state, and federal regulations. If you are unsure how to dispose of something, call your hospital contact. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The current revisions of the patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.